Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the information reviewed, a cause for the reported cardiogenic shock, stroke and renal failure could not be determined. The reported patient effects of cardiogenic shock, stroke, renal failure are listed in the mitraclip instructions for use (IFU), as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: date estimated. The UDI number is not known as the part and lot number were not provided. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effect of death reported in the article is are captured under a separate medwatch report. Literature attachment. Article title ¿mitraclip in patients with and without cardiac resynchronization therapy.¿

Event description:
This is being filed to report the cardiogenic shock, stroke, acute kidney injury, blood transfusion, and hospital readmission. It was reported through a research article identifying mitraclip that may be related to death, cardiogenic shock, stroke, acute kidney injury, blood transfusion, and hospital readmission. Specific patient information is documented as unknown. Details are listed in the attached article: mitraclip in patients with and without cardiac resynchronization therapy. No additional information was provided.